Manufacturer narrative:
The agent reported (the glenoid 4-hole drill guide fixation screw broke off when fixing to the baseplate. The baseplate was removed and replaced with new one. The distal threads of the 4 hole guide screw are in the baseplate. Age-63/gender-male) this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with a 10-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. RMA examination: the instrument was returned to djo and after further examination, the broke off from the guide. Device history: a review of s-201106 device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of this instrument. Complaint history: complaint database review showed 8 previous complaints but there were no indications that this instrument has a design or material deficiency. Root cause: the root cause of this complaint is likely attributable to damage incurred from misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. Containment: there are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue.

Event description:
Primary surgery - part left in patient